Event description:
A malfunction alarm, specifically malf 10, was reported. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. The customer was instructed by technical support to use multiple daily injections as a backup therapy. Technical support arranged for the shipment of a replacement pump and provided instructions for returning the faulty pump.